Event description:
The event is reported as: incoming inspection alleged issue: "package torn/broken upon inspection." No pt injury reported.

Manufacturer narrative:
Sample received by manufacturer, but investigation is incomplete at time of this report.